Event description:
Revision surgery due to cup and stem malpositioning and leg length discrepancy, 13 months after surgery.

Manufacturer narrative:
Document review: amistem h femoral stem size 3 std - (B)(4) / lot 110548 ((B)(4) produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. Thirty seven belonging to this lot have been already implanted and no incidents have been reported up to now. Versafitcup cc light metal back (not registered in the us): code 01.26.52mbtl / lot 104150 ((B)(4) stems produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. Fifty four cups belonging to this lot have been already implanted and no incidents have been reported up to now. It was reported that the revision surgery was due to cup and stem malpositioning and leg length discrepancy: on the basis of the information above, the revision of the implants is highly likely due to a surgical error during the primary surgery.